Event description:
The customer reported that the insulin pump alarmed failed battery test. Customer stated that she have not been using the insulin pump due to battery failed. Customer stated one of the batteries was leaking and rusted. Troubleshooting was done. Customer's blood glucose was 279 mg/dl. Customer treated blood glucose with insulin pump. Customer stated the rubber piece that goes with battery cap it came off and battery compartment was corroded. The customer was advised that the insulin pump would be replaced. Advised to discontinue using the insulin pump and revert to a back-up plan per health care provider. No further information provided.

Manufacturer narrative:
Insulin pump received with blank display due to corroded battery tube. Unable to verify failed battery test alarm due to blank display. Insulin pump received with minor scratched display window, cracked display window corners, broken belt clip slot, broken reservoir tube lip.